Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on the air/water channel, noise on image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise on image and scope communication error(b30) was due to fluid on plug unit. The most probable cause of the complaint "no image and scope communication errors (b30 and e216)" were not established. The most probable cause of the complaint "white residue on the air/water channel" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image and displayed scope communication error codes b30 and e216. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.